Manufacturer narrative:
The manufacturer previously reported a flow sensor allegedly stopped working while being used with a trilogy evo. The patient did not have a back up ventilator to use so the patient was admitted to the hospital. There was no report of patient harm or injury. The flow sensor was returned to the manufacturer's quality product investigation laboratory for further investigation, the customer's complaint was confirmed. The manufacturer found the flow sensor body and electrical contacts to have evidence of contamination causing the flow sensor to not communicate with the device properly.

Event description:
The manufacturer received information alleging a flow sensor stopped working while being used with a trilogy evo. The patient did not have a back up ventilator to use so the patient was admitted to the hospital. There was no report of patient harm or injury. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.